Manufacturer narrative:
Investigation conclusion: review of all information provided indicates temperature monitoring equipment failures and environmental cross contamination at site. New equipment and troubleshooting information on how to reduce false positives due to environmental cross contamination was provided by onsite quidel personnel. No further investigation of product is needed. Root cause: contamination / customer equipment failure. Source: phone.

Event description:
Customer reporting suspected false positive sars result. Customer communicated the issue is occurring over several instruments and with negative controls (each patient event will be filed separately). Symptomatic status of patient is unknown and no confirmation testing was performed.